Event description:
Opened up access pack. Their was debris in the access pack. It looks like a hair is in the bowl basin. This was taped to the basin and the pack information is with it. Pack was discarded and new pack obtained